Event description:
Customer reported the system is displaying a charger failed error, an x-ray overtime error, a filament regulator error, and a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and fuses. System operates as intended. This MDR is related to ge healthcare complaint.